Event description:
The company received two (2) reports from a customer that the "s" hook component of upper extremity drape kit was too weak; it was stretching out while the patient's shoulder/elbow was in traction. No patient injuries reported.